Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was able to resolve this issue over the phone. The representative was able to assist the site in rebuilding the models. The system's logs were sent to the manufacturer for analysis. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that the software exited unexpectedly and a session was unable to load. The site was building 3d models and retesting state fmri scans - one of the scans hadn't been verified. The site went back to import and double-clicked the non-verified scan and the software exited unexpectedly. No patient was present during the time of the reported incident.